Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the communicator was paired to the tablet. The rep tried multiple tablets and communicators and it would connect to the communicator, but wouldn't find the device. The rep tried to communicate on and off the table. The rep said that it went all the way to switch the device and when they went to check it again it wouldn't find the ins again. The rep was able to previously interrogate the ins before the procedure. It was reviewed the possibility of interference and it may resolve after the procedure. The rep called back post-op and indicated the tablets allowed them to switch information from the ens and was connected to the ins for about 20 minutes, but then it wouldn't connect any further. The rep restarted the tablet and used multiple tablets with no resolution. The rep stated that the controller was paired to the ins prior to having the telemetry issue, so the rep attempted to communicate with and saw a no device found. The rep indicated the controller was charging the ins normally and showed the ins was at 100%. The rep used the controller on its own and then the tablet and both connected fine to the ins. It was reviewed the potential of interference or telemetry session had timed out or been interrupted somehow. No further complications were reported.